Event description:
It was reported the patient could not get her stimulation to turn on. The patient tried today and it "won't work." The patient had stimulation 1.5 weeks ago and did not know the last time she recharged. It was noted the patient had let the battery "die" (definite overdischarged) twice previously and had to have it jumpstarted. An overdischarge was suspected and a problem with the programmer (pp) was reported.

Event description:
Additional information received reported the patient was still having concerns regarding the device or therapy, but was working with the physician or manufacturer representative. The patient reportedly had an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).